Manufacturer narrative:
Investigation summary: bd received five photos and one video for investigation. These materials were evaluated and depict a tube being filled with a specimen, an unused tube, and tubes in shelf packs. The photos and video do not demonstrate the customer¿s indicated failure mode. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. Functional tests were conducted on 10 retained samples, all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.